Event description:
The mayo stand cover was "split open" halfway along the seams and operating room personnel discovered the break in sterile field post-operatively. The surgeon was notified of possible infection secondary to fear that contamination may have occurred.